Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. No replacement was requested. Medtronic investigation of returned suspect vertek arm finds that the vertek arm was very battered with many nicks and scratches covering the surfaces of the arm. There was oxidation on the joints. As reported, the arm does not easily lock down or release, however, was still functional. Mechanical failure - malfunction, wear.

Event description:
A medtronic representative reported a site navigation system articulating arm that showed signs of wear and would not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.